Event description:
It was reported that the patient developed restlessness, left back pain and coughing post implant of the right atrial (ra) lead and the rv lead placed in the left bundle branch deep septal. A chest x-ray showed acute left-sided pneumothorax measuring 2 centimeters of separation. Per interventional radiology, a computed tomography guided pleural/chest tube was inserted. After resolution of the pneumothorax the chest tube was removed. The patient was discharged, however the patient became symptomatic in the post operative recovery area awaiting transport to a room. The ra lead and the rv lead placed in the left bundle branch deep septal remain in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a safe sheath was also involved in the forementioned procedure.

Manufacturer narrative:
Correction b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.